Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-oct-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 07-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4): information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient lost efficacy. Patient believes the process of doing laundry when the issue occurred. Recent x-rays show cephalad lead migration.  Reprogramming was attempted to see if she can once again get pain relief. The issue remains unresolved.